Event description:
It was reported that the customer unintentionally delivered a bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support assisted caller with setting up a security pin to avoid accidental insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.